Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).

Event description:
A nurse reported that during an intraocular lens (iol) implant procedure, the I/a tip appeared "bearded" after sterilization and as a result, a pt experienced a posterior capsule rupture after iol implantation. The pt is reported as doing well and without "consequences." Add'l info has been requested. This is the second of three medical device reports for this facility.